Event description:
It was reported that balloon detachment occurred and removal difficulties were encountered. A 16-4/5.8/75 xxl esophageal balloon catheter was selected for use. However, after successful dilatation, the balloon detached and removal difficulties were encountered. The device was complete removed using basic techniques (stiffer wire, manipulation of wire and balloon etc) and the procedure was completed with another balloon catheter. There were no patient complications reported and the patient status was good.

Event description:
It was reported that balloon detachment occurred and removal difficulties were encountered. A 16-4/5.8/75 xxl esophageal balloon catheter was selected for use. However, after successful dilatation, the balloon detached and removal difficulties were encountered. The device was complete removed using basic techniques (stiffer wire, manipulation of wire and balloon etc) and the procedure was completed with another balloon catheter. There were no patient complications reported and the patient status was good. It was further reported that the target lesion was located in the highly calcified aorta.